Event description:
The user facility reported that approximately 30 minutes into a mitral valve procedure where vacuum assisted venous drainage was being used, the perfusionist noticed that the venous return stopped flowing and that air started going retrograde up the venous line towards the patient. In addition, the perfusionist heard air escaping from the positive pressure relief valve on top of the reservoir, which indicates that the reservoir had become pressurized. The perfusionist went off pump, clamped the line, removed the air from the line and went back on pump. The user facility reported that there were no patient complications. Additional event specific information was not available.